Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicmo 13.7 implantable collamer lens of diopter -4.5 into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was exchanged for a shorter length lens due to excessive vault. Reportedly, "status of the eye: cornea clear, acd deep, icl central, vaulty 1.0 CT, lens clear, retina normal." The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
Claim#: (B)(4).